Event description:
Complainant alleged that while treating a eighty two year old female patient in cardiac arrest, one shock at 150 joules was delivered and the patient then went into asystole. CPR and drug therapy was then administered for approximately ten minutes, and the patient then had a recurrence of ventricular fibrillation. During a second attempt to defibrillate the patient, the device displayed a "bridge test fail" message. When back up arrived, another device was attached to the patient and a total of fourteen shocks were delivered. Complainant indicated that the patient subsequently expired.